Manufacturer narrative:
The reported events for failure to capture and under sensing were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts

Event description:
It was reported that the patient presented in the hospital for unrelated issue. Upon interrogation, right ventricle lead exhibited failure to capture and undersensing. The lead was explanted and replaced. The patient was in stable condition.